Event description:
It was reported that during central processing, the tip of the pk dissecting forceps instrumentout was out of alignment. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no damage to the grip-tips. However, the instrument was found to have thermal damage to its yaw pulley. This failure is typically associated with mishandling/misuse.